Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure (ess205) (batch no. 625898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included multi gravida and parity 2. Previously administered products included for an unreported indication: yaz in 2007. Concomitant products included hydrocodone from 2008 to 2013 and morphine from 2012 to 2013. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). In 2007, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fibroma ("fibroid tumors"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2010, the patient experienced weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, fibroma, weight increased and pregnancy with contraceptive device outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the back pain and abdominal pain lower was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fibroma, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received: patient demographic, essure lot number and events (abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), device ineffective, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: fibroid tumors, back pain, lower abdominal pain, weight gain / loss specify which one: weight gain, essure confirmation test not conducted) were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") in an adult female patient who had essure (ess205) (batch no. 625898not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included multi gravida and parity 2. Previously administered products included for an unreported indication: yaz in 2007. Concomitant products included hydrocodone from 2008 to 2013 and morphine from 2012 to 2013. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have fibroma ("fibroid tumors"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2010, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, fibroma, weight increased and pregnancy with contraceptive device outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the back pain and abdominal pain lower was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fibroma, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("spontaneous abortion") in an adult female patient who had essure (ess205) (batch no. 625898 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not conducted." The patient's medical history included multi gravida and parity 2. Previously administered products included for an unreported indication: yaz in 2007. Concurrent conditions included uterine fibroid and adenomyosis. Concomitant products included hydrocodone from 2008 to 2013 and morphine from 2012 to 2013. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have fibroma ("fibroid tumors"). In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, dyspareunia, dysmenorrhoea, fibroma and weight increased outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the back pain and abdominal pain lower was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fibroma, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: result: 3 golf ball sized fibroids within the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: pfs received. Event added: spontaneous abortion. Other hcp added. Medical history added. Lab data added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.